Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. While testing it was reported that the inner gantry was checked without any visible deficits. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d scan was aborted. This issue occurred during post op. There was no reported impact to patient outcome and no reported delay.